Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal trachelectomy, abdominal sacral colpopexy and halban culdoplasty; due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh complications. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.